Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement occurred. A 4.00 x 12 synergy¿ drug-eluting stent was advanced through a "faulty" non-bsc rotating hemostatic valve. However, the stent was dislodged from the balloon in the valve. The stent was retrieved. The valve was changed and the procedure was completed with another different stent. No patient complications were reported and the patient is fine. After the case, the hemostatic valve was found not responding to being twisted open or close. It had stuck in a position that would dislodge any stent from the balloon.